Event description:
It was reported that device entrapment occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was introduced for ultrasound examination of the target lesion. While the catheter was being advanced, it became stuck on the non boston scientific guidewire. The devices were removed together and the guidewire was able to be removed from the catheter outside the patient. The lesion was re-wired and the procedure completed with a different device. No patient complications were reported and the patient fully recovered.